Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experienced touchscreen flickering. No patient harm or injury occurred.

Manufacturer narrative:
Due to character limit in block e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tested the device and found that the screen did not show the aforementioned blinking. Fixed the initial symptoms by removing the ribbon cable to clean it and reinstalling it. Let the department try using the machine first to observe the symptoms. Because the department used it to observe the symptoms of the machine, it was found that the screen was still flickering, the touchscreen (0160-00-0123) was replaced. Calibrate the touchscreen: passed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The following was performed by (B)(6), technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 03 oct 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0123 rev p, sn: (B)(6) lcd display touchscreen this part was received with a reported unit failure message of display not good. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed lcd display touchscreen into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed touchscreen calibrations and passed. Also, passed all functional tests. The fat dept, could not verify the failure message of display not good. Touchscreen lcd display passed testing. Retaining touchscreen lcd display in the fat dept. Per procedure 0002-07-d008 rev au. As per the cardiosave dfmea the possible cause of the failure mode ¿display - failure¿ for the part ¿touchscreen¿ is ¿excessive stress or fatigue or component reliability¿.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tested the device and found that the screen did not show the aforementioned blinking. Fixed the initial symptoms by removing the ribbon cable to clean it and reinstalling it. Let the department try using the machine first to observe the symptoms. Because the department used it to observe the symptoms of the machine, it was found that the screen was still flickering, the touchscreen was replaced. Calibrate the touchscreen: passed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.